Manufacturer narrative:
The failure for heat was confirmed by the technician through functional testing, disassembly and visual inspection. Through visual inspection, the technician confirmed the e box was saturated and did not work properly. The e box was replaced. The handpiece was repaired and returned to the customer after passing final inspection.

Event description:
It is reported that the device is getting hot prior to the procedure. The procedure was completed successfully with no dealy. No medical intervention and no adverse consequences were reported with this event.